Manufacturer narrative:
B3. Date of event and d6 a. Implant date- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. Following pre-dilation, a 3.50 x 38mm synergy xd stent was advanced and deployed. The stent delivery system (sds) balloon was inflated three times and after deflation, the balloon was difficult to remove, an attempt was made to remove it using a guide extension and finally, the device able to be removed without any problem. No patient complications were reported.

Manufacturer narrative:
Implant date- used the first date of the month of the aware date as no event date was provided. The synergy xd mr ous 3.50 x 38mm stent delivery system (sds), was returned for analysis with no stent attached as the stent had been deployed. Visual and tactile inspection revealed no issues with the hypotube shaft or with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis revealed the balloon cones had been subjected to positive pressure and that the bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and an attempt was made to inflate the balloon; however, the balloon would not inflate. No leaks or damages were noted on the shaft of the device. The device tracked without issues on a 0.0140 test guidewire and a 5f guide catheter.

Event description:
It was reported that removal difficulties occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. Following pre-dilation, a 3.50 x 38mm synergy xd stent was advanced and deployed. The stent delivery system (sds) balloon was inflated three times and after deflation, the balloon was difficult to remove, an attempt was made to remove it using a guide extension and finally, the device able to be removed without any problem. No patient complications were reported.